Manufacturer narrative:
Conclusion: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, a mechanically damaged housing was observed. The damage to the battery housing was clearly the reason for the malfunction of the device. This is a combined initial and final report.

Event description:
The dacapo battery pack was sent to the repair department in (B)(6) for inspection. Bulging and electrolyte leakage was found during the inspection. No user contact with the battery fluid were injuries is reported.